Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak in the biopsy channel. It was also noted the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: cf-ez1500dl/I operation manual chapter 3 "preparation and inspection" shows how to detect the event. Cf-ez1500dl/I reprocessing manual chapter 5 "reprocessing of the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found air/water cylinder and suction cylinder had no color, air/water cylinder had foreign objects, water tightness was lost due to damage on channel tube, insulation resistance value at distal end did not meet the standard value due to burn on the plastic distal end cover, the play of the upward/downward angulation control knob was out of standard value due to wear of angle wire, air water tube had foreign objects, plastic distal end cover had a scratch, adhesive around objective lens and light guide lens had discoloration, adhesive on bending section cover had a scratch, and connecting tube had foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. The device was returned for evaluation. During the device evaluation, the air/water tube, air/ water cylinder, and connecting tube had foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.